Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked the functional operation, alignments, and adjustments of the provue. The fe cleaned the diffuser and created a new reference image. The fe performed diagnostics successfully. The customer ran controls successfully without errors. This issue is being investigated by cts-second level support. (B)(4).

Event description:
The customer states that the provue resulted a positive antibody screen as negative. The patient experienced a transfusion reaction.